Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes to sensitivity and optimization to improve exercise tolerance were made. The patient was stable.